Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2015-00191 / 00192 & 2015-02027 / 02030).

Event description:
Patient reported to have undergone a partial hip arthroplasty on (B)(6) 2014. Patient reports allegations of pain. Patient further reported that on (B)(6) 2014 she was standing and the hip allegedly popped and failed. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain and dislocation. Patient reports developing a viral infection on (B)(6) 2014 that has since healed. Additional information received in operative report noted patient underwent a left hip hemiarthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation and disassociation. The modular head and acetabular cup were removed and replaced. Operative report noted patient underwent a closed reduction procedure on (B)(6) 2015 due to pain and dislocation. Patient underwent a further revision procedure converting to a total hip system on (B)(6) 2015 due to pain and dislocation. Post operative monitoring and follow up noted patient reported pain and dislocation on (B)(6) 2015. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received during product evaluation reported no evidence of severe impingement around the rim of the poly liner. A small burnished area, typical of the bi-polar design, was noted. The material deformation between two segments of the constraining mechanism was likely caused during removal. Scratching consistent with expected wear was present.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states,¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00191 / 00192).

Event description:
It was reported that patient underwent a partial hip arthroplasty on (B)(6) 2014. Patient reports allegations of pain. Patient further reported that on (B)(6) 2014 she was standing and the hip allegedly popped and failed. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain and dislocation. Patient reports developing a viral infection on (B)(6) 2014 that has since healed. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was most likely due to unreported over stressing of the joint or an external factor to the operation of the implant caused or contributed to this event.